Event description:
It was reported that patient's therapy was not effective. Patient did not report any traumas. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. There were a couple low impedances on the leads which were resolved during the replacement. Postoperative, patient had effective therapy.